Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications : - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment, during scheduled filter retrieval, the filter was found to be tilted. Multiple attempts were made retrieve the filter; however, the filter could not be grasped due to its positioning. The retrieval procedure was concluded and the filter remained implanted. There was no reported patient injury.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment, during scheduled filter retrieval, the filter was found to be tilted. Multiple attempts were made retrieve the filter; however, the filter could not be grasped due to its positioning. The retrieval procedure was concluded and the filter remained implanted. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months post filter deployment, patient presented for filter retrieval. Through internal jugular vein access, guidewire was advanced using seldinger technique and an overlying catheter and then guidewire was advanced through the heart into the inferior vena cava and passed the filter. The filter appeared to be tilted with it touching on the medial side of the vena cava. Multiple attempts were made to retrieve the filter but could not grasp it. Later, the procedure was terminated. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that, ¿the filter appeared to be tilted with it touching on the medial side of the vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.